Manufacturer narrative:
Concomitant medical products: 4195 lead, implanted: (B)(6) 2009-; d314trg ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing of r waves, undersensing of r waves, t-wave oversensing (twos), and provided one shock for ventricular tachycardia (vt). Follow up was conducted and no intervention on the lead was indicated. The lead is still in use. The patient fell and hit their head, and then experienced syncope. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.